Manufacturer narrative:
(B)(4). Additional device component reported for this event: lvad pump- (B)(4), catalog #1104, mft date: 08/31/2015, expiration date: 08/31/2017. (B)(4). Method: actual device not evaluated (B)(4). Results: no results available since no evaluation performed (B)(4). Conclusion: device not returned (B)(4); know inherent risk of procedure (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event.  Clinical factors that may have contributed to the reported event include the patient's supratherapeutic inr, anticoagulation therapy, and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that this patient was admitted to the hospital with complaints of melena and international normalized ratio (inr) 4.1, and hemoglobin 84. The patient underwent endoscopy where the bleed was identified and the site cauterized. He also received a blood transfusion. There were no further reports of signs of melena post-procedure and hemoglobin stabilized. The patient was discharged home. No further information was provided.